Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a starclose se device after an interventional procedure. Reportedly, calcification was felt while puncturing the common femoral artery so a second puncture site was made lateral to the first puncture site. The starclose se was deployed and closed the vessel with no issues. The patient was sent to the medical station. Sometime after the procedure the patient collapsed. The patient was sent to surgery. The puncture site was found not to be totally closed and a retroperitoneal bleed was found. The puncture site was closed by a surgical suture and the retroperitoneal bleed was surgically repaired. The physician stated that this was not a product failure. It was internal handlings and a communication problem. A 6fr sheath was used during insertion of the device. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided, a review of the device history record cannot be completed; however, investigation is not complete. A follow-up report will be submitted with all relevant information. Per instructions for use, under warnings; doe not use the starclose se vascular closure system if there are multiple punctures, since such punctures may result in a retroperitoneal hematoma and under precautions; use a single wall puncture technique. Also, under precautions; doe not deploy the clip in areas of calcified plaque.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Failure to achieve hemostasis, which in this case resulted in retroperitoneal bleeding, can be affected by numerous factors including, but not limited to manufacturing, user technique and, patient anatomical conditions, each were considered. All devices are visually inspected and a sampling of finished devices is destructively tested to verify the functionality of the device. Failure to achieve hemostasis may be due to inadequate nick and spread incision, improper seating of the clip delivery tube on top of the access site, not maintaining downward pressure and device stability while depressing the deployment button with the right thumb, incorrect angle of the device during clip deployment, which should be 60-75 degrees, and retraction of the device during clip deployment. Information regarding user technique was not provided. Reportedly the artery was punctured twice; furthermore, a femoral angiogram was not taken. The starclose se instructions for use (IFU) states: do not use the starclose vascular closure system if there are multiple punctures, since such punctures may result in a retroperitoneal hematoma. Under closure procedure the IFU states: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. Therefore, deviation from the IFU is the likely contributing factor to puncture site not having been totally closed and the subsequent retroperitoneal bleeding. Reportedly, the femoral artery was moderately calcified, which may have contributed to the reported event since the safety and efficacy of the starclose device has not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. A review of the lot history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not returned. Based on the review of the event information and testing/inspection criteria for this device, a product quality deficiency was not detected.